Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the bio-ID was not working and require maintenance. A field service engineer rebooted the device and checked the usb power setting remotely it seems all ok. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system bio-ID was not working and require maintenance. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction. There were no adverse events or injuries reported based on this event.